Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossing over to pyxis machine. The customer reported that there they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not crossing over to pyxis machine. A technical support specialist found that patient preadmitted and advised the customer to resend the admit message to epic team, performed to process register message with 250 or more allergies and continues to retry until operation timeout was reached to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.